Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Further follow up information received reported that there were no further updates on the patient¿s infection and it was noted that they were doing fine as far as was known. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they took oral antibiotics after their device was explanted, and their infection resolved.

Event description:
It was reported that the patient had a confirmed infection at the pocket site of their implantable neurostimulator (ins) and was scheduled to have the device explanted on (B)(6) 2014 at 1:00 pm. It was unknown as to how long the infection had been occurring for but it was noted that the patient was seen by the manufacturer¿s representative on (B)(6) 2014 for recharging questions. At that time, in their opinion, the ins pocket site did not look infected (¿site looks decent¿) nor was there any complaint from the patient of the possibility of an infection. The patient¿s physician had directed them yesterday to go to the emergency room for evaluation of the site where it was noted that they might not be an issue because ¿if there was an infection, they would have gone in the or last night¿ but was informed that there was a possible cellulitis. Follow up information reported that the explant was successful and that the removed devices were not returned to the manufacturer. It was unknown but likely that perioperative antibiotics were administered. It was also noted that, to the knowledge of the reporter, the patient did not have meningitis. The patient was in the process of the infection resolving. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.